Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached "in the 300's" mg/dl while wearing the pod between 4 and 24 hours. Patient stated the pod got bumped, causing the cannula to dislodge from the infusion site (arm); pain at the site was reported as well. Ketones were also tested and results were negative. As treatment, pod was removed and a bolus was delivered.